Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered from the cycler set door. Additionally, the cycler experienced an air detected in cassette message during an unknown phase of treatment and multiple supply bag lines are blocked messages occurred in dwell 2 of 4. Furthermore, the serial number and software version information was rubbed off the cycler. Upon follow up, the patient confirmed the fluid leak was discovered on (B)(6) 2021 after cancelling treatment in dwell 2 of 4. The patient stated their cycler experienced multiple air detected in cassette alarms and supply bag lines are blocked messages in dwell 2 and treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The cause of the leak was unknown. Additionally, the patient confirmed the serial number and the software numbers on the cycler were difficult to see as the information had become worn down overtime. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the serial number sticker printing was faded. Faded. The front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. There were visual indication of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post- accelerated stress test (ast) 2 hour 15 min 8500 ml was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered from the cycler set door. Additionally, the cycler experienced an air detected in cassette message during an unknown phase of treatment and multiple supply bag lines are blocked messages occurred in dwell 2 of 4. Furthermore, the serial number and software version information was rubbed off the cycler. Upon follow up, the patient confirmed the fluid leak was discovered on (B)(6) 2021 after cancelling treatment in dwell 2 of 4. The patient stated their cycler experienced multiple air detected in cassette alarms and supply bag lines are blocked messages in dwell 2 and treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The cause of the leak was unknown. Additionally, the patient confirmed the serial number and the software numbers on the cycler were difficult to see as the information had become worn down overtime. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return.